Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.00mm wolverine¿ coronary cutting balloon¿ was advanced into a moderately calcified vessel. The balloon was inflated three times. The first inflation was four atmospheres for 50 seconds. The second inflation was six atmospheres for 50 seconds, and the third inflation was eight atmospheres at which point the balloon ruptured. The procedure was completed with a different device and the patient incurred no complications.

Manufacturer narrative:
Device evaluated by MFR.: the wolverine cutting balloon was returned for analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A pinhole leak was identified in the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal to the proximal end of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no issues with the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was advanced into a moderately calcified vessel. The balloon was inflated three times. The first inflation was four atmospheres for 50 seconds. The second inflation was six atmospheres for 50 seconds, and the third inflation was eight atmospheres at which point the balloon ruptured. The procedure was completed with a different device and the patient incurred no complications.